Event description:
It was reported that the patient underwent replacement of lead and generator due to high impedance. The suspect product was discarded after explant. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected through system diagnostics on this patient's generator. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.